Event description:
It was reported that the patient had a rethoracotomy on (B)(6) 2016 due to tamponade with compression of the right ventricle revealed by transthoracic echocardiogram (tte). The patient received 4 units of red blood cells (rbc) intraoperatively. It was reported that the event resolved and the patient recovered.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding could not be conclusively determined through this investigation. The account reported that the patient experienced major bleeding which resulted in cardiac tamponade compressing the right ventricle. The account reported that chest surgery was performed, and the patient was given a blood transfusion. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding and pericardial fluid collection could not be conclusively determined through this investigation. The account reported that the patient experienced major bleeding which resulted in cardiac tamponade compressing the right ventricle. The account reported that chest surgery was performed, and the patient was given a blood transfusion. Additionally, the patient was treated with anticoagulants. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), rev. G, is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additionally the patient had pericardial fluid collection. They were given phenprocoumon and heparin.